Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process was conducted in order to verify that there are no situations or practices that could create the event. No discrepancies were found. Two product samples were received for evaluation. Along with a photo, visual and functional testing were performed. No defects were detected in the photo. The returned samples were visually inspected at 12 to 16 inches and normal conditions of illumination. No defects were observed on the two samples. The returned samples were inflated using a syringe and were submerged under water to detect any leak. Leakage was detected between the pilot balloon and valve on two samples; the complaint was confirmed. The most probable root cause is that the union between the valve and pilot balloon was damaged after it left manufacturing site. The actual root cause was not able to be definitively confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the user found cuff air leakage after intubation. A balloon check was done before tube insertion and it was normal. No patient injury was reported.